Event description:
It was reported that the healthcare provider requested review of a stored atrial tachy response (atr) event with an inquiry of atrial undersensing on this pacemaker. Technical services (ts) was consulted and advised there was minimal undersensing and recommended measuring the p-wave on the programmer and program sensitivity accordingly. Ts also reviewed the presenting egm and provided troubleshooting and programming recommendations. Atrioventricular (av) is consistently 400ms. At this time, the pacemaker remains in-service. No adverse patient effects were reported.